Event description:
It was reported that prior to a surgical procedure at the user facility the tip was broken. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
It was determined after receiving further clarification from the customer that the device was found deformed at set up, and not during a procedure. As the device is registered before each procedure for its shape, a deformation before a procedure and device validation is not a reportable event per cfr 21, part 803 as there is no risk of inaccuracy. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that prior to a surgical procedure at the user facility the tip was broken. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.